Event description:
Patient undergoing sigmoid resection for removal of mass believed to be metastasized from a primary prostate site. Before the resection, cystoscopy performed for insertion of stent rt ureter and ureteral catheter lt ureter. The sigmoid mass was found to be adherent to the bladder and rt pelvic sidewall. Upon taking down the mesentery posterior to the mass, a 4mm rent was sustained in the lt ureter. The catheter was not palpable due to induration from the mass. The urologist returned to the operating room to repair the rent with no evidence of leak afterwards. Patient returned to surgery 09/02/1997 for stent placement lt ureter to prevent stricture.